Event description:
The product was used during a thoracoscopy wedge resection procedure. Reportedly, the staple prefired and the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.